Event description:
The customer reported a frozen screen and unresponsive buttons. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump buttons functioned properly. The insulin pump was monitored and no frozen display anomaly noted. Moisture damage was noted on keypad traces during inspection. Cracked display window noted.